Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a enteral access device. The customer reported that a patient received a punctured lung from the feeding tube. Customer states that the plastic piece broke off of the stylet while they were trying to remove the stylet. The stylet was hard to pull out.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.